Manufacturer narrative:
The customer was unable to locate the source of the leak and was unable to remove the vacuum accumulator canister. A bci field service engineer (fse) found and replaced the broken waste exit bi level switch. Fse replaced waste exit valve.

Event description:
A customer contacted beckman coulter inc. (Bci) to report fluid leak in hydro pneumatic and in primary vacuum accumulator. No injury was reported.